Event description:
It was reported that when an asymptomatic patient presented in the operating room for a normal device change out, externalized conductors were observed. No electrical anomalies were detected. Patient will continue to be monitored with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.